Manufacturer narrative:
The reported event of damaged and dirty iui¿s file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. Although no devices were provided for investigation, the site visit summary contains photos that confirm the customer¿s generalized report. An investigation can't be performed using the attached photo alone. No device history or qn search was performed since no serial number for the suspect device was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
The customer reported that damaged and dirty iui¿s were found on some equipment racks which were ready for patient use. The devices were returned to biomed for further cleaning and repair. Some staff were observed wiping iui connectors with super sani cloth wipes instead of the proper cleaning process. No patient involvement was reported.